Manufacturer narrative:
Analysis of the device found a setscrew connection issue. Septum material was found inside the vtip setscrew hex cavity that was preventing test leads from securing properly to the connector block. The device was tested on the bench and found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient had 22 episodes of vf which shows noise on the egm. With each episode, therapy was aborted prior to delivery of shock. At lead revision, physician observed what appeared to be fluid in setscrew cavity. Device was replaced.